Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator for non-malignant pain. It was reported that the patient was having headaches and wanted an allergy test kit to rule out implantable system. The patient reported to the healthcare professional that they had back pain worsen since implant. Additional information received from a healthcare professional (hcp) indicated that they were testing the patient for an allergy. It was noted that the patient was experiencing worsening back pain after the implantable neurostimulator (ins) was implanted. The consumer reported that she was found to be allergic to the implant as she was allergic to nickel and cobalt. The patient stated her first stimulator almost killed her because the leads had nickel alloy in them and it seeped into her body and caused headaches and her back pain to get worse. The system was removed.